Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo, concomitant product: product ID addr01 implantable pulse generator, (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.